Event description:
It was reported that during a laparoscopic gastric bypass the device stapled but did not cut. The case was completed with a similar device and suturing. There were no patient consequences.